Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "seroma". Healthcare professional later reported "late seroma formation, volume increase, pain and fever" diagnosed via ultrasound. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "seroma". Healthcare professional later reported "late seroma formation, volume increase, pain and fever" diagnosed via ultrasound. Healthcare professional later reported "late seroma formation, enlargement, pain and fever", "capsule weighing 32 g, measuring 9.5 × 7.6 × 1.1 cm, with an irregular to anfractuous brown surface with yellow adipose tissue adhesions is received. When cut, the wall is of a smoky consistency and the internal surface is smooth to irregular, light brown with dark hemorrhagic areas", "lymphoplasmacytic inflammatory infiltrate with interstitial and perivascular distribution, focally associated with multinucleated giant cells that phagocytize refractive material", "breast capsule with diffuse hyalinization, capillary congestion, synovial metaplasia and areas of micro rupture with mild chronic lymphoplasmacytic inflammation". Patient later reported "devastated in every sense". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: ¿ seroma late: unable to observe as it is not related to the device. ¿ fever: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "seroma". Healthcare professional later reported "late seroma formation, volume increase, pain and fever" diagnosed via ultrasound. This record is for the left side. Device has been explanted.